Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular and atrial leads had both dislodged. A procedure was performed to reposition the leads, however, high ventricular thresholds were exhibited when measured through the implantable pulse generator (ipg). The device was not used, and it was replaced with a new ipg. The leads remain in use with appropriate parameters. No patient complications have been reported as a result of this event.